Event description:
It was reported the patient failed to charge for over an year despite recommendation. As a result, the ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Reportedly, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.